Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles on the filter of the device. There was no report of patient harm or injury. The customer also alleged the patient passed on (B)(6) 2022. Codes were updated in this report.

Manufacturer narrative:
The following correction has been updated in this report. Section b1 has been updated to reflect as adverse event. Section b2 has been updated to reflect as death. Section h1 and h6 has been also been updated to reflect the death.